Event description:
Boston scientific crm received info that the pacemaker and dextrus right ventricular lead were suspected of non-capture due to electrogram episodes with ventricular pace markers followed by ventricular sense markers. Technical services (ts) reviewed the electrogram strips and confirmed there was ventricular loss of capture. Ts also discussed possible reasons the autocapture (ac) feature may not have provided backup pacing, and recommended the ac features be turned off and the outputs programmed manually. No adverse pt effects were reported; the pt was noted as asymptomatic. Dates were provided to us by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.